Event description:
It was reported that the device would not operate on dc power. The customer used a different device to defibrillate the patient. The patient was resuscitated with the other device.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer.